Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 25-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The patient measured for an annulus of 81.7mm which was borderline between 29mm and 34mm valves. The interventionalist preferred to attempt implant of the 29mm valve first, with a backup plan to have the 34mm valve in the room if the first valve did not sit properly. All anatomy would have accommodated for either valve. After the first and second deployment to 80%, the valve dislodged aortically. The valve was recaptured and removed from the patient. The decision was then made to upsize to a 34mm valve, which was successfully implanted. No procedural delay occurred. No adverse patient effects were reported.